Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received inappropriate shock due to noise. The lead was explanted and replaced without complications. The patient was stable.